Event description:
Customer complaints blood leak during treatment. The blood loss was insignificant. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. There is no sample available for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.